Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was not provided. Reportedly, the cartridge was reloaded, and insulin delivery was resumed however the altitude alarm recurred. The customer reverted to an alternate method for insulin therapy.